Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has multiple fractures in the tibia and may require a revision surgery due to subsidence of the tibial component and the implant tilting into varus, causing significant pain.